Event description:
It was reported that the patient presented in clinic after feeling a vibratory alert. The patient was not feeling well since last check in (B)(6) 2017 where the right ventricular lead was turned off. It was noted that the right ventricular pacing lead impedance was high. Lead replacement was discussed.

Event description:
New information available on 6/14/2018 states that, the right ventricular lead was noted to be fractured and exhibited increasing impedance. The lead was turned off in (B)(6) 2017. Since then the patient has been experiencing dizziness, exertional shortness of breath and weird heart beats. The patient also experienced a syncopal episode in (B)(6) 2018.